Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and performed the failure analysis. This unit was returned for failure analysis, and the reported 32097 error was confirmed but not replicated during in-house testing. In lighthouse, the following error codes 32097, 25730, 32126, 32133, 25730, 32125 were observed, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed on an in-house system and driven with an in-house instrument. No issues were observed, and the unit passed the system test. After installing on the surgeon console fixture test platform (sftp) and running the fitness test, grip accuracy test post sine cycle, gravity balance test post sine cycle - sh and el, the mentioned tests passed after running calibrations. A 1-hour variable speed sine cycle and line screening test were performed and passed. As a result of this investigation, failure analysis has concluded that the slip ring, slip ring constraint, o-ring, and lower frame were found to be the probable root causes of the reported event.

Event description:
It was reported that during a proactive remote fe review, error 32097 occurred in the logs pointing towards low voltage differential signaling (lvds) communication across the slipring, which stopped responding. There was no patient involvement.